Event description:
It was reported that air bubbles were intermittently observed within the infusion set tubing. Customer performed a supply change to address the issue/ customer primed the tubing to address the issue. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg.